Event description:
It was reported that the cuff of the foley catheter did not inflate evenly and was stiff before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cuff of the foley catheter did not inflate evenly and was stiff before use. Per notification from ucc on 08dec2025, it was reported that catheter was too too stiff was found during sample evaluation 10nov2025.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11291030. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. The balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and an asymmetrical balloon was observed, with an approximate ratio of 100:0. Using the returned syringe, 10ml was successfully withdrawn from the catheter with no observed leaks. This is out of specification per inspection procedure (B)(4), which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." Per CAPA 11291030, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11291030. Refer to CAPA 11291030 for further details. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.